Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm with a pre- operational aneurysm diameter of 80 mm that was treated with gore® excluder® aaa endoprostheses. Reportedly the aneurysm diameter has decreased to 79mm on (B)(6) 2014 and showed minor increase to 80mm on (B)(6) 2015. On (B)(6) 2017, a type ii endoleak originating from the inferior mesenteric artery was identified. Additionally minor aneurysm enlargement to 82mm was visible on (B)(6) 2017. The endoleak was successfully treated with embolization of the inferior mesenteric artery on (B)(6) 2017. On (B)(6) 2017, the aneurysm diameter had reportedly decreased to 80 mm.

Manufacturer narrative:
Date of event: updated information.